Manufacturer narrative:
Medwatch number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum introducer instructions for use instructs to inspect the sheath introducer and accessories for damage, and to not use any damaged devices.

Event description:
When a pillow was removed from beneath a patient's right hip area, it was noticed that the side arm of the 8f ultimum hemostasis introducer came apart and the tube came out of the side port. It was reported that the sheath housed an intra-aortic balloon pump catheter, which was inserted mid-july. There was no injury to the patient, and there was no bleeding from the side port or introducer hub after the separation. The sheath was being used as a second arterial pressure monitoring port. The opening was capped off with a sterile cap. It was reported there was initial bleeding, but the physician did not believe this initial bleeding to be from the introducer.

Event description:
The initial blood reported was described as a small amount of bleeding around the incision site, which was thought to be either a small amount of capillary blood from the tissue track leading to the vessel since there wasn¿t a pulsatile flow, or possible blood residue on the introducer from previous exchanges.